Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction complicated by cardiogenic shock. During therapy, the pump began to drift and exhibited a malfunction of optical signal issue. Position was verified via echocardiography, and flow settings were adjusted. Support was continued despite the alarms. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Log review showed a sudden decrease in placement signal. The root cause of the optical signal issue was most likely sensor silicone wear. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.